Manufacturer narrative:
Field service engineer replaced the touch frame assembly, bottom enclosure assembly, and the brushless fan to address the reported problem. Unit passed extended self-test (est) and volume control ventilation (vcv) and it passed. Device returned to full functionality. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the keyboard test failed due to touch screen failure. The customer reported there was no patient involvement.